Event description:
It was reported that the device reached elective replacement indicator (eri) in less than 3 years and experienced early battery depletion. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4479 lead implanted:(B)(6) 2002; 4513 lead implanted: (B)(6) 2002; 0125 lead implanted: (B)(6) 1998. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.